Event description:
While in the hospital for an unrelated issue, the customer reportedly experienced a low blood glucose (bg) level of below 36 mg/dl. Low bg cause was not known. Customer consumed apple juice to address the issue and required assistance from nurse in removing the pump from customer. Tandem technical support investigated the pump logs and confirmed the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.